Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The resident surgeon informed the field service engineer (fse) that he observed some inaccuracies in the 2-3mm range at entry point for the last case on (B)(6) 2018. The fse retrieved the patient folder with dicom to investigate. The resident surgeon said that there was no apparent reason for the inaccuracies and that the registration and verification looked great and no warning was given regarding inaccuracy of registration. The fse sent him a follow up email to ask about status of the patient and he said that the inaccuracy caused no harm to the patient and that the seizure focus was still able to be localized.

Manufacturer narrative:
An additional information was received on the 05-sep-2018 stating that the event date is the (B)(6) 2018 and not the (B)(6) 2018.

Event description:
The resident surgeon informed the field service engineer (fse) that he observed some inaccuracies in the 2-3mm range at entry point for the last case on 15-aug-2018. The fse retrieved the patient folder with dicom to investigate. The resident surgeon said that there was no apparent reason for the inaccuracies and that the registration and verification looked great and no warning was given regarding inaccuracy of registration. The fse sent him a follow up email to ask about status of the patient and he said that the inaccuracy caused no harm to the patient and that the seizure focus was still able to be localized.

Manufacturer narrative:
It was reported that some electrodes were inaccurate at the entry point. Event summary, device history record review and complaint history review did not identify contributing factors. One complaint was received prior to the subject one in relation to an inaccuracy, however it was not due to the same causes. The technical investigation confirmed that there was an inaccuracy for eight trajectories out of twelve. The errors remain about 2mm and the surgeon confirmed that no harm was caused to the patient. The analysis revealed that the most probable root causes for this inaccuracy are : the fusion between the CT pre-operative and the CT post-operative was validated with slight differences which can impact the accuracy measurements, but not necessarily the actual accuracy of the placement of the electrodes. As all inaccurate trajectories are in the lowest plan, the drilling could have impacted the accuracy of the lowest trajectories. None of these hypotheses could be confirmed.